Event description:
The following has been reported: biomed reported failures in log. No patient harm. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: pneumatic valve leak failure (valve 1) reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. The positive side of the pneumatic tank is damaged and leaking. There was also brown residue found inside the positive side of the pneumatic tank. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.